Manufacturer narrative:
Concomitant products: 5071-53, lead, implanted: (B)(6) 2015; 5076-45, lead, implanted: (B)(6) 2015; 5866-38m, adaptor, implanted: (B)(6) 2015.

Event description:
The patient came in for epicardial left ventricular (lv) leads placement procedure. It was noted that there was a cardiac procedure complication. A chest x-ray was performed and the results were abnormal and specified bilat airspace disease versus effusion. The next day another chest x-ray was performed on the patient and the results specified continued airspace disease versus effusion. Then on the following day a chest x-ray was performed and the results were all normal for the patient. It was noted that the adverse outcome was resolved. Both epicardial left ventricular (lv) leads remain in use. The patient is enrolled in the (B)(6). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.